Manufacturer narrative:
(B)(4).

Event description:
The recipient's device has reportedly migrated. The recipient underwent repositioning surgery. The recipient's device was activated, however, no sound was reported. A CT scan is scheduled to confirm device placement.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's internal device was repositioned on (B)(6) 2016. The company was informed that the recipient's device has been activated. The recipient's device remains implanted. This is the final report.

Manufacturer narrative:
CT scan confirmed that the electrode had extruded. Device revision surgery has been scheduled.